Event description:
It was reported that the user experienced recurrent low glucose readings, generally occurring early in the morning, with no reported symptoms and possible contributing factors related to reduced food intake after a recent hospital discharge; the event was not attributed to the device, and no device-specific problem or component issue was identified. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user¿s caregiver and analysis of information provided by a third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.